Manufacturer narrative:
(B)(4). Batch # n53a00. Additional information was requested and the following was obtained: the lot/batch number provided, n55a00, does not correlate to the device. Do you have the correct lot/batch number: ecr60d - m55l6y, ec60 - n55a00. The ec60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/16. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The device was tested for functionality in using a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the device could not fire on the first firing with a gold reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.